Manufacturer narrative:
The lens was returned to b+l for evaluation. The lens optic is in two pieces and has a cloudy white appearance and some areas with an orange peel appearance. An alizarin red s chemical stain test was performed and confirmed calcium is present on the lens. Three major types of calcification have been previously described. The primary form refers to calcification is caused by factors inherent to the iol design or material. The secondary form refers to deposition of calcium onto the surface of the iol caused by environmental factors (e.g. Changes in the aqueous surrounding the implanted iol associated with pre-existing or concurrent diseases, or due to additional surgical intervention). By definition, it is not related to any problem with the iol itself. The third form is a false-positive or pseudo-calcification in which other pathology is mistaken for calcification or false-positive staining for calcium occurs. Based on the current information the exact root cause of the observed calcification could not be conclusively determined.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that lens was explanted due to opacification on (B)(6) 2016. The serial and lot number of the lens were not provided, therefore it cannot be determined whether this lens is a hydroview iol. Additional information has been requested but has not been received.

Manufacturer narrative:
Additional information: additional MFR narrative, evaluation codes. The lens was not returned to b+l for evaluation and the lot number of the device was not provided. Therefore a device history record review could not be performed. Based on the limited current information, the root cause of the alleged opacification cannot be determined. Because the lens was not returned it is not possible to confirm whether the opacification that was observed by the physician is due to calcification or some other mechanism. Three major types of calcification have been previously described. The primary form refers to calcification is caused by factors inherent to the iol design or material. The secondary form refers to deposition of calcium onto the surface of the iol caused by environmental factors (e.g. Changes in the aqueous surrounding the implanted iol associated with pre-existing or concurrent diseases, or due to additional surgical intervention). By definition, it is not related to any problem with the iol itself. The third form is a false-positive or pseudo-calcification in which other pathology is mistaken for calcification or false-positive staining for calcium occurs.